Manufacturer narrative:
The device evaluation was completed on 11/9/2020. The device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on carto 3 system and no anomalies were observed. Then, the stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, the catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device with lot number , and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6), average weight) underwent a cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The physician started mapping from the right ventricle using a decapolar catheter, coronary sinus catheter and a thermocool® smart touch® sf uni-directional navigation catheter (lot #30387830m) as the mapping catheter. During the procedure, high impedance readings were being displayed on the smart ablate generator. After a few points were taken, the system signaled to re-zero the catheter. They had to pull the catheter out of the right ventricle and re-zero. This was repeated several times. Then the impedance jumped (not during ablation) and became unstable. The cable was changed without resolution. The catheter was changed to thermocool® smart touch® sf uni-directional navigation catheter (lot #30384750m) and the issue was resolved. After mapping and ablating in the posterior aspect of the right ventricular outflow tract (rvot) with the 2nd catheter for approximately 20 minutes, the physician decided to go to the left ventricle. The ice catheter was pulled up and noticed the pericardial effusion and pericardiocentesis was performed. There was no drop in the blood pressure. The patient had to stay in the hospital overnight for observation (which is procedure for a complication, otherwise same -day release). The patient also was re-infused with their own blood. The clinical specialist stated that because the physician was moving the 1st catheter a lot and had to re-zero several times the physician is convinced that the effusion was caused by the 1st catheter. The impedance cut-off was not exceeded, value was below 250 (210 ohm) but above 200ohm. Generator was in power control at 40w imp cutoff at 250 ohms. The event occurred during use of biosense webster products during the mapping phase. The physician¿s opinion is that the cause of the event was the ablation catheter due to the need to re-zero multiple times. The patient had fully recovered (no residual effects). Extended hospitalization was required for observation due to tamponade. Transseptal was not performed. No ablation was performed prior to discovery of the effusion. There was no evidence of steam pop. The irrigation settings were nominal. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector and visitag modules were used for force visualization. The visitag settings were 2mm for 3 sec with 25% @ 3grams. Tag size 3mm. Surpoint tag index, respiration gating on, tag index for color options. Carto 3 system was operating per specifications. It was clarified that the events occurred with thermocool® smart touch® sf uni-directional navigation catheter (lot #30387830m). Since cardiac tamponade may be life threatening it was assessed MDR reportable under the thermocool® smart touch® sf uni-directional navigation catheter (lot #30387830m). High impedance reading was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote.